Event description:
It was reported that during a lap colectomy procedure, they could not get the hand activation button to work and used the foot pedal. They had used 2 of the devices that did not work and used the foot pedal to activate them. They then changed to a third device and the buttons then activated and they completed the case. There was no pt consequence. They finished with the third device.

Manufacturer narrative:
Info anticipated, but unavailable at this time.